Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tkr: the surgeon, (B)(6) hospital (B)(6) 2018. The instrument did not function as per specification - the patella clamp would not release following clamping and cementing of the patella. Surgeon managed to get the clamp to release after an extra 1-2 minutes of trying (forcefully - but using the correct technique to release). At this point the patella had been successfully cemented. Surgeon requested that the clamp be looked at as he believes the ratchet/locking mechanism could be faulty. No impact to patient. Surgery completed successfully as planned.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.